Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that the monitor had blown fuses on the power board. Replaced monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right hand monitor of the 9800 system made a popping sound and went black. There was no report of pt injury.